Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The 95% stenosed target lesion was located in the densely calcified left circumflex artery extending to the first obtuse marginal artery. Following predilation, a 2.50x38mm promus element plus drug eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion. After several attempts of crossing the lesion, the guiding catheter was pulled out. The more the device was pushed towards the lesion, the more the guiding catheter was pulled out. Eventually, the stent delivery system was withdrawn and upon "check shoot", minor vessel dissection was noticed. The case was abandoned and the procedure was not completed due to this event. Patient was stable and was kept under observation. The physician have decided to wait for the dissection to heal before planning to treat the patient using rotational atherectomy.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The hypotube was kinked at various locations along its length. No issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that vessel dissection occurred. The 95% stenosed target lesion was located in the densely calcified left circumflex artery extending to the first obtuse marginal artery. Following predilation, a 2.50x38mm promus element plus drug eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion. After several attempts of crossing the lesion, the guiding catheter was pulled out. The more the device was pushed towards the lesion, the more the guiding catheter was pulled out. Eventually, the stent delivery system was withdrawn and upon "check shoot", minor vessel dissection was noticed. The case was abandoned and the procedure was not completed due to this event. Patient was stable and was kept under observation. The physician have decided to wait for the dissection to heal before planning to treat the patient using rotational atherectomy.